Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the department began using the semi-permanent hemodialysis catheter - central venous catheter kit for hemodialysis. After the catheter replacement, the patient's arteriovenous suction flow was poor and easily stuck to the blood vessel wall, resulting in insufficient hemodialysis flow. The catheter had poor flow in both forward and reverse flow. The catheter flow difference and the catheter adjustment situation were reflected in the disease course and dialysis records. The catheter depth on the dr chest x-ray was at the level of the lower edge of the t9 level vertebra at the end of the catheter. The dialysis machine repeatedly alarmed, making it difficult to perform hemodialysis. The incidence of catheter flow difference was as high as 71.43%. Nothing unusual was observed on the device before use and no other damage was found on the product. There were no problems with the luer adapter and no leaks. The catheter was used reluctantly. Tego was not used and the insertion site was not treated prior to product placement. Flushing was performed and the line was not difficult to flush with the syringe and the catheter was intact as a result. There wa s no blood return prior to syringe flushing. No other products were used with the device and no excessive force was used. No cleaning agent was used on the device. Heparin was used for anticoagulation. The catheter had to be adjusted several times. Catheter use was continued with low-flow dialysis. There was no blood loss and no blood transfusion was performed. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the department began using the semi-permanent hemodialysis catheter, central venous catheter kit for hemodialysis. After the catheter replacement, the patient's arteriovenous suction flow was poor and easily stuck to the blood vessel wall, resulting in insufficient hemodialysis flow. The catheter had poor flow in both forward and reverse flow. The catheter flow difference and the catheter adjustment situation were reflected in the disease course and dialysis records. The catheter depth on the dr chest x-ray was at the level of the lower edge of the t9 level vertebra at the end of the catheter. The dialysis machine repeatedly alarmed, making it difficult to perform hemodialysis. The incidence of catheter flow difference was as high as 71.43%. Nothing unusual was observed on the device before use, and no other damage was found on the product. There were no problems with the luer adapter and no leaks. The catheter was used reluctantly. Tego was not used, and the insertion site was not treated prior to product placement. Flushing was performed, and the line was not difficult to flush with the syringe, and the catheter was intact as a result. There was no blood return prior to syringe flushing. No other products were used with the device, and no excessive force was used. No cleaning agent was used on the device. Heparin was used for anticoagulation. The catheter was not repaired but had to be adjusted several times, and the procedure was completed. Catheter use was continued with low-flow dialysis, and due to the event, it decreased the dialysis adequacy. There was no blood loss, and no blood transfusion was performed. There was no medical intervention and treatment done to the patient, and the patient was in stable condition. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.